Manufacturer narrative:
Cine image analysis: two cine images were received. The images are of two stent stents in the superior vena cava with a guidewire running through one of the stents. The stents appear to be in two different branches of the vena cava. In the second image the stent with the guidewire appears to be in the foreground of the second stent. The two cine images do not show the non-deployed visi-pro stent dislodged within the 7fr sheath. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician was attempting to use a visi-pro balloon expandable stent to treat a slightly tortuous 60 mm mid-left superior vena cava (svc) lesion. The device was removed from its packaging and inspected with no issues noted. It was reported that the stent was prepped per the IFU and a non-mdt guidewire was used. Embolic protection was not used. It was reported that two ¿kissing stents¿ were deployed in the svc one day prior to this procedure - a protege 12 x 60 self-expanding stent from the left svc and a 9 x 60 protege self-expanding stent from the right svc. The 12 x 60 protege stent was reportedly occluded due to the formation of a clot. It was reported that physician decided to use a visi-pro balloon-expandable stent to keep the vessel open. The visi-pro stent was unable to cross through the previously deployed 12 x 60 protege stent. Upon attempting to remove this stent, difficulty was experienced causing the stent to come off the balloon inside the 7 fr sheath. The physician was successful in removing the sheath and the dislodged stent together. The physician then used another visi-pro balloon expandable stent to complete the procedure. No patient injury was reported.